Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 456 mg/dl. The customer did not mention any symptoms. She finally got it to 250mg/dl and then 196mg/dl. She had large ketones but had resolved that issue. She also was nauseous and vomited. Her current blood glucose value was 105mg/dl. Customer's blood glucose value was 212 mg/dl at the time of the call. Customer did not report when the high blood glucose levels began on and if they contacted their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The pump was not returned for analysis.